Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis and subsequently passed away. The breach in aseptic technique was further described as the hospital staff did not follow the same cleaning process that the caregiver was instructed to use at home. Eight days prior to receipt of this report, the patient was hospitalized for another indication. A few days after admission, a dialysis exchange was performed and the fluid ¿looked like diarrhea.¿ the patient was treated with unspecified intravenous antibiotics. The recovery status of the peritonitis event was not reported. Nine days after hospital admission, the patient passed away. The official cause of death was sepsis secondary to peritonitis caused by (B)(6). It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.